Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. On (B)(6) 2011, the customer clarified that the device failed to power up via battery power. The customer was sent a replacement battery. We are considering this a malfunction of the battery.

Event description:
The customer reported that the battery failed to charge.